Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 7.0 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No compromised force sensor system alarms noted. The drive support disk was inspected and no anomalies noted. The insulin pump had a missing end cap sticker, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.